Event description:
It was reported that the physician used the closurefast catheter to treat the 5 segments of the great saphenous vein (gsv) per IFU. It was reported the patient and the ultra sound tech felt "shock" sensations when the physician ablated the vein. No advisory message was displayed on the generator. The patient is reported to have experienced pain during the procedure. The device was removed with no issue reported and no treatment was given for the shock or the pain experienced. Another device was used to complete the procedure. There are no procedural/cine images available.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the closurefast catheter was received for evaluation. Visual inspection of the catheter shaft revealed a slice/ cut in the coil. Visual inspection under magnification revealed the fep slice and the coil was exposed. The catheter did not pass continuity and resistance functional testing. The catheter passed functional testing on rfg3 generator. The proper device was recognized by each rfg generator when plugged in, the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, device completed cycle without any advisory message being seen. To confirm the potential for a shock occurring as a result of insufficient insulation resistance, dielectric testing was performed to inspect for current leakage. Following an overnight soaking (approximately 12 hrs) of the coil in saline, the coil appeared to be more saturated with moisture under the fep. Dielectric testing was performed and immediately failed upon starting the test. Failure was observed by a pop, spark, and a burn mark in the coil in the coil. If information is provided in the future, a supplemental report will be issued.